Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 437 mg/dl. Customer treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had a compromised force sensor system alarm and drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm.